Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso, and a cracked battery compartment. A review of the event history log verified the customer's reported problem. Functional testing was able to duplicate the reported problem. It was determined that the faulty dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a cassette not attached alarm. It was unknown if there were any adverse patient effects.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: UDI and g4: 510k are unknown